Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 (mg/dl). There was no reported intervention for the low bg, as it occurred while the customer was asleep. Contact later reported that customer's bg levels increased to 185 (mg/dl). Recommendation was made to consult with health care provider to discuss diabetes management.